Manufacturer narrative:
A follow up on (B)(6) 2015 indicated that the customer's blood glucose level was in the 40's (mg/dl) and it was addressed by eating a snack.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose level. The exact value was not provided. Troubleshooting did not occur as the customer was not home at the time of the report. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.